Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014. During the procedure, the device stopped. The drive cable was very hot and the metal part seemed to be damaged when it was removed from the motor drive to reset. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned trigger was unable to be attached to the motor drive due to the damaged condition of the interior drive cable. The exact root cause of the damaged cable end condition was unable to be determined from the complaint evaluation results. If the device stopped working during the procedure; it may have resulted in higher torque being applied on the motor drive unit end of the drive cable and this may have caused that end to unravel. As a result, the blade did not rotate. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.